Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was selected for use. During the procedure, the balloon ruptured upon sixth inflation for 6 atmospheres for 30 seconds. The device was removed without any problem and another 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced. However, the second balloon also ruptured upon first inflation at 6 atmospheres in the same location. The procedure was then completed with a 5.0 non-boston scientific device. No complications were reported and the patient is in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was selected for use. During the procedure, the balloon ruptured upon sixth inflation for 6 atmospheres for 30 seconds. The device was removed without any problem and another 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced. However, the second balloon also ruptured upon first inflation at 6 atmospheres in the same location. The procedure was then completed with a 5.0 non-boston scientific device. No complications were reported and the patient is in good condition after the procedure.